Event description:
It was reported that on (B)(6) 2021, the patient experienced a major infection and was hospitalized with negative blood cultures. There were changes to the patient's medication and the patient received intravenous antibiotic treatment. The patient had a electrocardiogram (ECG), echocardiogram (echo), and a positron emission tomography (pet) scan done. There was no evidence of pump associated infection. A possible cause was inflammatory pleural effusion. On (B)(6) 2021, a pleural puncture was done. No germs were detectable in the punctate. The infection was resolved on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.